Event description:
The user facility reported that their big blue housing ruptured causing water to come out on the floor. Facility personnel were present at the time of the reported event, shut off the water supply and cleaned up the water. The volume of water was approximated to be 20 gallons. No injuries or procedural delays/cancellations reported.

Manufacturer narrative:
The steris service technician was advised that the housing ruptured, specifically a long crack along the circumference of the housing approximately eight inches from the top of the housing. The user facility stated that the housing was thrown away and no picture was taken. A new housing was shipped to the user facility. The technician arrived onsite and took a water pressure and temperature reading and: confirmed the new housing was installed an operational; observed static pressure in excess of 150 psi on two different pressure gauges. The steris technician advised the user facility that the big blue housing is rated for a maximum pressure of 90 psi and recommended that a pressure regulator be installed. The big blue filter is not a steris product; we do not manufacture this product. This is not a product marketed or placed into interstate commerce by steris. The big blue filters are necessary based on the user's incoming water quality and are the responsibility of the user's to maintain.